Event description:
The patient was for phacoemulsification with posterior chamber intraocular lens of the right eye. The phacoemulsification was begun and within a second or two the phaco hand piece began smoking. In the short period of time in which it heated up, it caused a slight burn of the limbus and opacification of very tiny portion of the cornea adjacent to that limbus. At the area where the limbus had been burned by the phaco hand piece, the wound did not appose very well, so several more sutures were needed in that area to give complete apposition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.